Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced high blood glucose level. Customer¿s blood glucose level was 421 mg/dl. Customer did not mention any symptoms related to high blood glucose level. Customer was not using auto mode feature at the time of incidence. Customer treated high blood glucose event using insulin pump. The insulin pump will not be returned for analysis.